Manufacturer narrative:
Correction : unique identifier (UDI) number is not applicable for the involved device which was manufactured before september 2015. This correction is done following the review of the complaint file for closure.

Manufacturer narrative:
(B)(4) a review of the device history record has been performed. Its result is not available at the date of this report. The investigation is still on-going. A follow-up report will be sent upon completion of the investigation.

Event description:
During surgery performed on (B)(6) 2016, the graft was used as a conduit for a bypass for aortic root replacement. The graft was reported to weep, and surgical glue was used to stop the weeping. No additional information could be obtained at the date of this report.

Manufacturer narrative:
((B)(4)) the device history records review was completed. It indicates that no nonconformance was recorded during the manufacturing process of the reported product lot number. ((B)(4)) the graft was returned covered in blood and was inspected for the reported missing material. The miss material was unable to be confirmed due to the condition in which the graft was returned. Indeed, the complaint device was cleaned with saline before sending. ((B)(4)) please note that, as per the product instructions for use, the graft was not used in an approved indication.

Event description:
The weeping was reported all along the graft. The surgeon suspected a miss of material. In addition, no adverse consequence for the patient was reported.